Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. It was reported the patient is less than 2 years old. The dexcom g5 mobile continuous glucose monitoring system states: dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom g5 mobile cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes.